Event description:
It was reported that the patient's back pain significantly improved, and the reactiv8 therapy was a great success for her. The patient has been actively exercising, which resulted in significant weight loss. As a result, the implantable pulse generator (ipg) has moved and caused pain/discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent a surgical procedure, and the physician repositioned the ipg by going deeper at the same incision site. There was no report of patient harm or injury. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.

Manufacturer narrative:
Mml ref #: (B)(4). Updated b7 and h6. The device history record was reviewed. No relevant nonconformances were found to be associated with the patient's pain.

Manufacturer narrative:
Mml ref #: (B)(4).

Event description:
It was reported that the patient's back pain significantly improved, and the reactiv8 therapy was a great success for her. The patient has been actively exercising, which resulted in significant weight loss. As a result, the implantable pulse generator (ipg) has moved and caused pain/discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent a surgical procedure, and the physician repositioned the ipg by going deeper at the same incision site. There was no report of patient harm or injury. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.